Manufacturer narrative:
Investigation summary: no sample was received. Investigation conclusion: this is the 1st complaint for the lot# 8072907 for the same defect or symptom. There was no documentation of issues for the complaint of batch 8072907 during the production run. Root cause description: root cause can¿t be confirmed.

Event description:
It was reported that the syringe 10ml saline fill china sp experienced a misaligned/jammed/insecure/inverted stopper which was noticed during use. The following information was provided by the initial reporter: during use, customer complaint 1ea flush stopper jammed.